Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), while flushing the dilator, the rotating hemostatic valve cap came off of the dilator, and the hemostatic valve was leaking. It was noted that during preparation, all steps were performed per the instructions for use (IFU). The sgc was not used and was replaced. There was no clinically significant delay in the procedure

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported leak and dilator rhv cap detachment. However, during returned device analysis the rhv cap was able to be securely attached to the dilator rhv and was able to rotate in both open and closed directions without separating from the dilator. Additionally, it was observed that the white teflon o-ring was missing. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis, a cause for the reported dilator rhv cap separation, leak and the observed missing white teflon o-ring cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: the leak was observed before the rotating hemostatic valve (rhv) cap detached.